Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient asked for external device disposal and reported decision to remove their ins. Patient stated they were hoping to have their ins be removed on (B)(6). Patient stated they don't want to have their ins be removed because liked it. Patient mentioned they cannot just turn off their ins; and as long as the ins was on their body, they cannot have a bunch of medical testing such as mibg, MRI, and fdg-pet. The patient was redirected to their healthcare provider to further address the issue.